Event description:
As reported (B)(6) 2014, a patient of unknown age and gender under went a PICC replacement post procedure, due to the luer of the PICC partially detaching from the extension leg tubing. The PICC was removed and replaced with a new of the same device. The patient suffered no harm or injury due to the event. It was reported the disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).